Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and was hospitalized (bg value was not provided). Contact did not provide additional information and declined further contact from tandem.